Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the cause of the catheter leak was not determined and the patient's weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis of the catheter found a procedural non-conformance of the catheter body with user related holes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving a dilaudid (1.5 mg/ml at 1.0008 mg/day), bupivacaine (30.0 mg/ml at 20.015 mg/day), and clonidine (250.0 mcg/ml at 166.80 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and other carcinoma. It was reported during a scheduled pump replacement for normal battery depletion, fluid was unable to be aspirated from the catheter. A kink at the connecting pin and 2 o'clock suture loop were observed. Additionally, the catheter was found to be leaking with precipitated drug observed. The catheter was spliced as a surgical intervention on (B)(6) 2017. No patient symptoms were reported. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.